Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia procedure with thermocool® smart touch® sf bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, post use of and biosense webster inc. (Bwi) product, pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echocardiogram (echo). The caller reported that the medical intervention provided was pericardiocentesis and 400 ml of fluid was removed. The patient was reported to have fully recovered. A steam pop occurred during the case. Transseptal puncture was performed with an unknown needle. There were no error messages displayed on bwi equipment. The irrigation settings were standard for stsf. Force visualization included graph, dashboard, vector, and visitag. The visitag settings were stability 2.5mm/ 3 sec, force over time at 25, 3g of force, 2mm tag size and force time interval option color option.